Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, a coil got stuck in the catheter and could not be removed. The procedure was completed with another device.

Manufacturer narrative:
The device has not been returned for eval yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications.